Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. When the vizigo¿ was inserted into the patient¿s body, the hemostatic valve was leaking blood. There was poor hemostasis function and there was reverse blood. The hemostatic valve itself was not broken. Additionally, dilator insertion was stiff. The hemostasis valve (gasket) did not break into two or more separate pieces. There was no picture available. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed, however, the patient¿s hemodynamics were not compromised due to bleeding. The sheath was replaced, and the procedure was continued and completed. No adverse patient consequence was reported. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
Additional information was received on 1-aug-2022. It was reported that as soon as the physician noticed the reverse blood, the physician suppressed the valve and replaced it. The approximate volume of blood that was lost seemed to be about a few drops of blood. On 03-aug-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device evaluation was completed on 31-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. When the vizigo¿ was inserted into the patient¿s body, the hemostatic valve was leaking blood. There was poor hemostasis function and there was reverse blood. The hemostatic valve itself was not broken. Additionally, dilator insertion was stiff. The hemostasis valve (gasket) did not break into two or more separate pieces. There was no picture available. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed, however, the patient¿s hemodynamics were not compromised due to bleeding. The sheath was replaced, and the procedure was continued and completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed, the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record (DHR) was performed for the finished device batch number, and no non-conformances were identified. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. An internal correction action has been opened to address this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause linked to device but unable to trace more specifically (d1501) / component code: rod/shaft (g04112) were selected as related to the resistance with sheath. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the dilator shaft bent. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).